Event description:
It was reported to manufacturer that the physician's hand held screen was continually freezing at the interrogation successful screen when communicating with vns patients' devices. The physician requested a new hand held and software be sent to replace the non-working device. Attempts to obtain the non-working hand held and software have been made, but the site would like to keep the device to ensure no additional problems.

Event description:
The handheld and software flashcard were received for analysis on 6/22/2016. An analysis was performed on the returned flashcard. The software screen freeze is a known issue that has been evaluated and addressed through previous investigations. Product analysis did not directly observe the screen freeze. No other issues beyond the potential screen freeze issue were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications. An analysis was performed on the handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.